Event description:
The patient had 2 trial leads (from the same lot) placed. It was reported the patient complained of a headache on (B)(6) 2017, but the physician did not feel the headache was related to the system. However, the trial leads were removed on (B)(6) 2017 due to a possible infection. The patient was hospitalized on (B)(6) 2017 for confusion, lethargy, headache and intracranial swelling. The patient was treated for possible spinal meningitis or spinal infection. The patient was to be released from the hospital and receive long term IV antibiotics. No additional information has been provided to the manufacturer.